Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Customer reported that the valve was leaking. The valve was changed. No patient harm.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. The returned sample was evaluated for leakage by testing the pleurx valve on our uson leak tester. The test confirmed that the valve was leaking. Further evaluation involved opening the valve to inspect the duckbill valve and bidi-disc inside. Both the duckbill valve and bidi disc had evidence of damage which appeared to be from a foreign object (not the plastic dilator). The lot number for this complaint was unknown, thus we were unable to complete a device history record review. Evaluation of the sample demonstrated evidence that the pleurx valve had a foreign object other than the plastic dilator introduced through the internal silicone parts. The pictures attached show definite tearing and stretching of the bidi disc and the duckbill valve where it appears an object was forced through. We can deduce that the damage was done after the valve left the bd manufacturing facility because all pleurx valves are 100% tested for leakage on the uson leak tester. This is the same leak test that we performed on this valve before we examined the internal parts. Since these parts are 100% tested in the manufacturing process, we know that the valve was good when it left our manufacturing facility. The fact that the uson tester was able to identify this valve as a failure proves that our quality check is accurate. Further, the evidence on the stretched and elongated hole in the bidi disc along with the tearing of the edge on the duckbill valve lead the investigation to believe that the most probable root cause for the valve leakage was that a foreign object was inserted through the valve which ripped the duckbill valve and stretched and elongated the hole in the bidi disc which allowed the fluid to leak around and through the internal valve. However, the actual root cause could not be identified since the type of foreign object inserted and the time this insertion tool place is not known by the investigation. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.